Manufacturer narrative:
Concomitant medical products: model 3660; scs ipg; implant date: unknown (B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s (B)(6) pocket adapter eroded through the skin. As a result, surgical intervention was taken on (B)(6) 2017 wherein the adapter was explanted. The patient had competitor¿s lead and extension.